Manufacturer narrative:
The device was not available for evaluation. It was reported that a "driver shaft, 1/4" quick-connect, short" driver was broken into multiple pieces intra-operatively during final tightening and may have be left within the patient post-operatively. It was revealed the fractured instrument related to the event was unavailable at the time of this writing. An image provided by the reporter showed the tip fragments recovered from the surgical site and the fractured driver. Although tip fracture is consistent with excessive forces applied to the instrument, operative conditions are unable to be replicated, therefore no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery that the tip of the driver was broken into multiple pieces, and parts may be left in the patient post operatively.

Manufacturer narrative:
The device was available for evaluation. A single driver (6067.0050) was returned for evaluation with the tip fractured off. The reported fracture is consistent with excessive force. Due to the inability to replicate operative conditions, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery that the tip of the driver was broken into multiple pieces, and parts may be left in the patient post operatively.